Manufacturer narrative:
(B)(4).

Event description:
The product was returned and evaluated. Voltage testing was performed and failed at 0 vdc. A review of the share logs was performed and no data was present within the investigation window. The allegation and the probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.